Manufacturer narrative:
X-ray image review result: ap and lateral image was provided for long segment thoraco-lumbar pelvic fixation. Multiple interbody grafts are present. The rods are fractured on both sides at the same level. This is a transition zone in the upper lumbar spine. The overall rod contour is flat. Fusion status is unknown. Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Currently, there have been no patient complications reported in particular.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556200500, 510k #k131321 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone a surgery at t6-s2ai due to lumbar degenerative kyphosis. Screws and rods were implanted during this surgery. On an unknown date, post-op, rod breakage occurred. Hence, patient underwent a revision surgery, in which rod connection and reinforcement was performed.